Event description:
It was reported when using the pyxis medstation 4000 system had database key for a locked cupboard that could not be accessed. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: h4. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation the actual device used in this incident, it was determined that a key couldn't be taken out for a locked cupboard. A technical support specialist confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ 4000, had database key for a locked cupboard that could not be accessed. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.